Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that an MRI was being done to rule out a possible stroke. There was no suspected problem with device or therapy. The indication for use was non-malignant pain. The system was delivering morphine. The dose, concentration, and lot number were unknown. Additional clarification on the possible stroke, results of the MRI performed, actions/interventions taken, the cause of the possible stroke, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.